Event description:
As reported, it was a case of a 23mm sapien 3 valve, in pulmonic position by transfemoral approach. Approximately one month and seventeen days post-implant, the patient came for follow up visit. Echo revealed one valve leaflet was not moving. A new 23mm sapien 3 valve was implanted into first valve successfully.

Manufacturer narrative:
The implant characteristic is unknown. The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints was unable to be confirmed due to unavailability of medical report/relevant imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a case of a 23mm sapien 3 valve, in pulmonic position by transfemoral approach. Approximately one month and seventeen days post-implant, a new 23mm sapien 3 valve was implanted into first valve due to the fact that one of its leaflets was not working''. Leaflet motion restricting develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restricting may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause was unable to determine at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.2 common device name and device product code, g.4 PMA/510(k) number and h.10 clinical code. Additional information was received. Common device name, device product code, 510k and clinical code were updated. During the 1 month follow up, the patient had shortness of breath.